Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the zoom being out of function. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual irregularities may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a blurry image due to the zoom being out of function. It was observed that the insertion tube had leakage due to a perforation, cut or scratch of the insertion tube. The reported leakage of the angle knob was unable to be confirmed. It was observed that the resin area was detached due to effects from cleaning sterilization and disinfection (cds) practices or physical handling. No name plate was observed on the scope connector cover due to stress or physical handling. Lastly, the insertion tube and the light guide tube were wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope experienced a blurry image, and the insertion tube and angle knob was leaking water. The reported issues occurred during inspection and preparation of use for gastroscopy procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event.